Event description:
Following an unsuccessful cavity integrity assessment (cia) test during an attempted novasure endometrial ablation a hysteroscopy and laparoscopy revealed a "1mm hole on the right fundal aspect" of the uterus. When the physician explained the perforation to the pt, the pt then stated that during her last cesarean section, she experienced a ruptured uterus and required "100 plus stitches" to repair it. The physician indicated that "the uterine wall would have [been] compromised to the point where it would have been quite weak in some parts, therefore, making a perforation easier to occur". The pt was admitted and then discharged on (B)(6) 2011 with oral antibiotics (type unk). A hysteroscopy, dilatation, and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device can not be completed. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Contraindications: the novasure impedance controlled endometrial ablation system is contraindicated for use in a pt with any anatomic or pathologic condition in which weakness of the myometrium could exist. (B)(4).